Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed loss of capture and sensing on the patient left ventricular lead. The lead was discovered to be dislodged. The patient was asymptomatic. The physician programmed the lead off. The patient was stable throughout.

Event description:
Additional information received indicated that the lead dislodgement had been confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed loss of capture and sensing on the patient left ventricular lead. The patient was asymptomatic. The physician programmed the lead off. The patient was stable throughout.